Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose and low blood glucose. Blood glucose level at the time of the incident was 420 mg/dl which was treated with manual injections and low blood glucose reading was 47 mg/dl which treated with food. Customer stated insulin pump was not working they switched that insulin and changed set, when they woke up after sleep blood glucose level was 47 mg/dl and they ate to treat it and it went up to 239 in 2 hours. Customer was experiencing high blood glucose symptom like fatigue. Customer was using insulin pump within 48 hours of high blood glucose incident. Insulin pump passed displacement test. Customer also reported that insulin pump's batteries were lasting less than expected. The insulin pump will not be returned for analysis.